Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. No adverse patient effects were reported. This product remains in-service. The local area field representative was contacted for additional information, however, at this time, no further information is available.